Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and it passed the self test. The pump functioned properly. No blank display, display anomaly, frozen screen or unexpected audio/beep anomaly was noted. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. No damage inside the pump was noted. The pump was received with a missing end cap sticker.